Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported the patient was admitted to the hospital on (B)(6) 2017 due to their lab work results in relation to their history of anemia. The patient was treated with packed red blood cells and discharged on (B)(6) 2017. It was noted, the event was not device related but possibly procedure related.